Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement. The patient was referred for a lead extraction and replacement. At this time, the lv lead remains in use. No patient complications have been reported as a result of this event.